Event description:
The customer passed away. It was noted that the customer was not new to pump therapy but had just been trained on the new model. The customer was found moaning and the paramedics were called. The customer was pronounced dead when they arrived. The cause of the death is undetermined. The family is pursuing an autopsy even though the medical examiner felt there is no need for it. The forensic investigator did not think "is" the pump or diabetes related but heart related due to the enlarged size of the heart. So other info is available at this time.